Event description:
During a lap gastric bypass, the staple lines were incomplete and required oversewing. The incident required 30-45 minutes additional time to correct. Patient is doing well. Case completed with another device of the same product code.